Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Water is leaking at the bottom of the tub door. Need to adjust door tension on the door. Maintenance to adjust door.